Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('larger coil embeeded and the smaller coil appears to still be in the fallopian tube ostia, on the left side.'), device dislocation ('left essure coil had migrated to her uterus') and embedded device ('essure contraceptive device embedded in the left upper endometrium and myometrium') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), bacterial vulvovaginitis ("excessive bacterial infections") and migraine ("excessive migraine headaches"). The patient was treated with surgery (bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and embedded device outcome was unknown and the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, bacterial vulvovaginitis and migraine had not resolved. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, device breakage, device dislocation, embedded device, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('larger coil embedded and the smaller coil appears to still be in the fallopian tube ostia, on the left side.'), device dislocation ('left essure coil had migrated to her uterus') and embedded device ('essure contraceptive device embedded in the left upper endometrium and myometrium') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), bacterial vulvovaginitis ("excessive bacterial infections") and migraine ("excessive migraine headaches"). The patient was treated with surgery (bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and embedded device outcome was unknown and the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, bacterial vulvovaginitis and migraine had not resolved. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, device breakage, device dislocation, embedded device, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed b4jt is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received . Reporter information was added. New events "essure contraceptive device embedded in the left upper endometrium and myometrium" and device breakage added. Product indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.